Event description:
Same case as MFR#: 2134265-2009-01092. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, the stent became occluded and continuous daily chest pain, headaches, nausea and pain between the shoulder blades has occurred. The physician implanted a 2.50x16mm taxus express2 drug eluting stent (des) in an unk vessel. Three weeks later the stent was 40-50% occluded and the pt underwent angioplasty. Three months after the initial stent implantation, the pt had a 2.50x8mm taxus express2 des placed "to extend the original stent size. " recent angiography results show no issue with the stents, however, the pt has continuous daily chest pain, intermittent nausea, continuous daily chest pain, intermittent nausea, continuous headaches and pain between the sholder blades. Additional info was requested but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.